Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The serial number of the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stereotactic breast biopsy, the driver and probe allegedly continued to cut an additional four samples without depressing the foot pedal and the probe did not rotate. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one encor driver was returned to the service center for service and repair. No visual anomalies were noted to the returned driver. The returned driver successfully passed all functional testing without issue. Therefore, the investigation is unconfirmed for the reported mechanical issue (e.g., sampling without selection). Per the reported event details, "sampling started using the foot pedal and it would only sample one section of the clock face. Once the foot pedal released, it continued to sample". The driver used in the event was returned to the manufacturing site for service and repair. Per the service record, the returned driver was successfully functionally tested without issue. The driver passed all functional testing and the reported issue could not be replicated. The reported foot pedal used in the event was not returned for service and repair . Although the foot pedal may have contributed to the reported event, the definitive root cause for the reported mechanical issue could not be determined based upon the provided information. It is unknown whether procedural issues contributed to the event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during a stereotactic breast biopsy, the driver and probe allegedly continued to cut an additional four samples without depressing the foot pedal and the probe did not rotate. There was no reported patient injury.